Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11 jul 2019 . Manufacturer's field service engineer (fse) evaluated the unit and verified the reported issues. The reported issue was able to be duplicated. The fse replaced the unit's check valve (cv4) to resolve the reported issue. Unit was tested and passed all testing successfully. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit had error code of heated filter back pressure out of range and check valve failed. The customer reported there was no patient involvement. The event date was not specified, estimate used.